Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported serious pain and discomfort from the aligners, their mouth pain is extreme and lots of bleeding. They cannot eat anything and the aligners are interfering with their wisdom teeth which is causing even more pain. Patient wants to cease treatment. At check in patient marked true to bleeding, infection, discomfort, not fitting, loose, sensitivity and wisdom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.